Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
The clinic reported that a laser vision correction patient presented with diffuse lamellar keratitis (dlk) in right eye one day post treatment. Topical steroid dosage increased. No loss of best corrected visual acuity reported. Patient was asymptomatic.

Manufacturer narrative:
(Diffuse lamellar keratitis). The clinic is reporting this adverse event only and did not request or require field service or clinical support. Placeholder.